Event description:
While taking final biopsy during flexible sigmoidoscopy, jumbo forceps (radial jaw 4 jumbo ref m00513360 lot 32739062) malfunction and could not be removed from scope (pediatric colonoscopy #2046153). Scope and forceps were jointly removed from patient without patient injury. Forceps tip had to be cut with wire cutters to be removed from scope. Patient was not harmed from this incident. Biopsy forceps saved.